Event description:
This female pt had four cypher stents implanted in her left anterior descending, right coronary artery, mid-circumflex and distal omb. She was prescribed plavix for three months. Approx three years post procedure, she developed in-stent thrombosis leading to myocardial infarction.

Manufacturer narrative:
This female pt of unk age and medical history experienced a thrombotic event and a myocardial infarction approx three years after implantation of four cypher stents. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in the left anterior descending (lad), right coronary artery (rca), mid-circumflex and distal obtuse marginal branch. Description of the vessels such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesions before stents deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Four cypher stents of unk length and diameter, unk lot numbers and unk expiration dates, were deployed at unk pressures. Post dilation was not reported. The residual diameter stenosis in each vessel was not reported. Confirmation of complete stent apposition to the vessels wall by ivus was not reported. Timi flows were not reported. The report did not indicate when the pt was discharged from the hosp. Post-interventional treatment with plavix and aspirin was reported for three months. Approx three years later, the pt experienced the thrombotic event and myocardial infarction. No add'l info was available. The products remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers were not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the products' lot numbers to perform a DHR review and the unavailability of the products to analyze; it is not possible to determine what factors may have contributed to these events.

Manufacturer narrative:
Additional information was received via medical records on 11/3/2011. The indication for the stenting on (B)(6) 2004 was an abnormal stress test. A 3.5 x 18mm cypher was implanted in the mid right coronary artery (rca) due to 90% stenosis. A 3.0 x 18mm cypher was implanted in the proximal left anterior descending (lad) due to 70% stenosis. A 3.0 x 18mm cypher was implanted in the mid circumflex due to 90% stenosis. A 3.0 x 13mm cypher was implanted in the 2nd obtuse marginal due to 95% stenosis. Lot numbers were not provided. It was reported that there was 0% residual stenosis with timi 3 flow and no complications. Discharge medications included aspirin 81mg and plavix 75mg. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00023, 3003742446-2010-00022, 3003742446-2010-00021 and 3003742446-2010-00020.